Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to fluid loss from a hole on the balloon resulting in recurring incontinence. The aus balloon was explanted and not replaced. A replacement procedure has been scheduled for (B)(6) 2021. The patient was in good condition following the procedure.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific was unable to confirm the reported hole in the pressure regulating balloon (prb) and resulting fluid loss. However, a tear was identified consistent with damage during explant. No other irregularities were observed. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. The prb was visually and microscopically inspected, and leak tested. A tear was visualized in the shell-adapter junction. Under microscopic examination it was determined to be consistent with sharp instrument damage that likely occurred during removal of the component. As a result of the observed tear, the prb did not pass leak testing. Inspection of the remainder of the balloon component, apart from the observed damage, found no other damage or irregularities. Labeling review: a review of the ams 800 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to fluid loss from a hole on the balloon resulting in incontinence. The aus balloon was explanted and not replaced. A new balloon was implanted on (B)(6) 2021. The patient was in good condition following the procedure.